Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. Upon further review of the unit's interior, there are traces of previous moisture presence on some components of pcb1 underneath pcb2 and on the back of the lcd display. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery empties very quickly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.